Manufacturer narrative:
The system operators manual clearly warns of the introduction of ferrous objects to the examination room.

Event description:
It was reported to siemens that while entering the exam room of the magnetom verio, a patient fell and their walker was drawn to the magnet bore. The patient was transported to the emergency room via ambulance, however, we are unaware of the current state of health of the patient involved. The customer was able to safely remove the walker from the magnet and the mr suite is labeled with warning signs regarding the introduction of magnetic materials.